Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06979. It was reported that the patient presented experiencing intermittent pacing. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing due to possible lead fracture caused by clavicular crush and the right ventricular - rv lead exhibited high capture threshold. A fluoroscopy was performed and the rv lead was found to have been dislodged and had inadequate slack. The atrial and rv leads were capped and replaced (B)(6) 2021. The patient was in stable condition throughout the procedure.